Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in lebanon and when a device check took place the battery showed 36% remaining and was beeping every nine hours. It was noted that the patient was currently living in (B)(6) and had a follow up at a (B)(6) hospital where the device triggered elective replacement indicator (eri). A replacement will take place at the (B)(6) hospital. Technical services (ts) was contacted regarding this case and discussed replacing the device as the device is possibly depleting rapidly. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in lebanon and when a device check took place the battery showed 36% remaining and was beeping every nine hours. It was noted that the patient was currently living in canada and had a follow up at a canada hospital where the device triggered elective replacement indicator (eri). A replacement will take place at the canada hospital. Technical services (ts) was contacted regarding this case and discussed replacing the device as the device is possibly depleting rapidly. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.